Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The customer reported falsely elevated alinity I ipth results for one patient. The following results were provided: sid (B)(6): 2214.3 pg/ml (patient history is 1380 ng/ml). The specimen was tested on a second alinity analyzer and a result of 1310.9 pg/ml was generated there was no reported impact to patient management.

Manufacturer narrative:
Investigation of the complaint issue included a search for similar complaints and review of complaint text, attached data, trending data, labelling, device history records and field data. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Review of complaint activity and trending reports did not identify any issues for the product. Device history record review for lot 00685l820 did not identify any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I intact pth reagent lot 00685l820 was identified.

Event description:
The customer reported falsely elevated alinity I ipth results for one patient. The following results were provided: sid (B)(6) 2214.3 pg/ml (patient history is 1380 ng/ml). The specimen was tested on a second alinity analyzer and a result of 1310.9 pg/ml was generated there was no reported impact to patient management.